Event description:
Nurse was moving IV pole while patient was getting out of the bed. The pole fell over on the patient and food, and caused abrasion. The skin was scraped enough to expose red tissue but it did not bleed. The area was cleaned with normal saline. Neosporin and band aid were applied. Investigation by nurse manager revealed that this has been the third event of IV poles falling over and hurting patients.the vendor was notified and at this time the manufacturer is unknown.vendor is working on identifying the manufacturer. Vendor has replied with the following: "I wanted to advise that our supplier for the model # mcm208/209 IV pole has confirmed that the poles are intended only to support a safe amount of IV fluid and are not be used to accommodate/support any additional devices which may cause instability or injury. They are not intended to mount an infusion pump too."